Event description:
It was reported that this right atrial lead exhibited noise, oversensing and high out of range pacing impedance measurements on the right atrial channel, due to this inappropriate atrial tachy response (atr) episodes were stored. Monitoring of the patient and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported.